Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 0.8 mmol/l (compact plus system) and 4.5 mmol/l (husband¿s mobile system). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.